Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that it was not possible to clamp the tool and the bearing and sleeve were damaged. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the cable/cord/wiring was damaged on the motor device. It was further determined that a test run was not possible, the motor and control were defective, and the hose and coupling were worn on the device. It was further observed that the device displayed an e9 error code. It was further determined during the pre-repair diagnostics assessment that the device failed for cutter lock assessment and for motor thermistor assessment. It was noted on the service order that the device was frequently stuck and was getting hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.